Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported high impedances on the lead. Reprogramming was attempted to no avail and impedance check showed high impedances on all the lead contacts. As a result, surgical intervention may be pending to address the issue.